Event description:
It was reported to philips healthcare that the heartstart xl displayed an error code 1000 (defib failure) at power on. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.